Event description:
Boston scientific crm received information that the patient with this implantable right ventricular (rv) lead has deceased. The cause of death was reported as sudden cardiac death which was not witnessed. This rv lead was active at the time of death and was explanted following death. This rv lead is not intended to be returned to boston scientific. Adverse patient effects was death.

Manufacturer narrative:
Should additional information become available, this event will be updated.